Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's hip was revised due to impingement. Surgeon also reported suspicion of infection with evidence of poly wear cited as the cause. Intra-operatively, no visual evidence of poly wear was found. Patient was revised to a spacer including a 6 x 127 hfx stem. The trunnion of the stem was impinging with the cup. Sales rep believes that infection was confirmed to prompt implantation of a first stage antibiotic spacer.

Event description:
It was reported that patient's hip was revised due to impingement. Surgeon also reported suspicion of infection with evidence of poly wear cited as the cause. Intra-operatively, no visual evidence of poly wear was found. Patient was revised to a spacer including a 6 x 127 hfx stem. The trunnion of the stem was impinging with the cup. Sales rep believes that infection was confirmed to prompt implantation of a first stage antibiotic spacer.

Manufacturer narrative:
An event regarding infection and rom (impingement) involving an trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code/sterile lot information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including product information, operative reports, pathology reports progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.